Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels above 400 mg/dl. It was stated that the customer was spilling ketones and vomiting. It was stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.